Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed via merlin.net transmission. The patient was asymptomatic. Programming changes were made.